Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The analysis results found that the strap25 device was returned with no damage in the external components. In addition, foil pouch was received. In an attempt to replicate the reported incident, the provided device was activated manually. Fired 2 straps at once then it fired 14 straps. Finally, locked out. The trigger was unblocked and fired 1 strap. The instrument was disassembled; upon disassembly, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lap inguinal hernia repair on an unknown date and absorbable straps were used. During the procedure, the straps were not sticking. There were no adverse patient consequences reported. No additional information was provided.